Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently input am instead of pm into pump time setting. Blood glucose was 293mg/dl. Tandem technical support assisted the customer with correcting the time.